Manufacturer narrative:
Correction - h6 device code.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿tibial there is clear radiolucence visible together with a few smaller and a larger cyst. The component does not look migrated, though. The pe is not directly visible, but there are no indirect signs of loosening or migration. Talar the implant is clearly loosened with radiolucence and cysts, it has also subsided clearly with approximation to the calcaneal joint.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device remains implanted in patient.